Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced right-sided breast pain and left-sided grade iii capsular contracture postoperatively. At the follow-up consultation held on (B)(6) 2021, the patient¿s surgeon stated that the patient was experiencing mild tenderness in her right breast and suspected an early capsular contracture in her left breast. The diagnosis of the left-sided capsular contracture was confirmed by a healthcare professional on (B)(6) 2021. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor memorygel breast implant (catalog #:3503254bc, left serial #:(B)(4) on (B)(6) 2021. This report is for the right-sided prosthesis.